Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitor issued an alert for the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) due to an out of range shock impedance measurement of 0 ohms. Boston scientific technical services (ts) was consulted and discussed the possibility of electromagnetic interference (emi). It was noted that all shock impedance measurements prior have been stable. Ts suggested having the patient perform another remote interrogation the following day and assess for emi sources. At this time, the rv lead and ICD remain in service and a cause of the low out of range shock impedance measurement remains unknown. No adverse patient effects were reported.